Event description:
Boston scientific received information that this device was returned from our final pack area for analysis as the device had not passed all required testing. Additional analysis is pending. This report will be updated if additional information is received or when analysis is completed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The device was returned, however had been programmed prior to return which is the reason for the final pack issue.

Manufacturer narrative:
The product has been received and is currently being analyzed. When testing is complete this report will be updated.